Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the arm failed to lower. The representative checked logs, invalidated home, and checked motion control. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the gantry was stuck in the up position and it was not possible to move downward or in any direction. It was not possible to move the imaging system into the room because the gantry was too high. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. Correction: the handswitch of the imaging system was returned to the manufacturer for evaluation. It was noted that the handswitch had physical damage, however functionality of the handswitch was confirmed. It was noted that medtronic personnel were unable to replicate the reported issue.